Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the bending section damage was by application of physical stress during user handling. The damaged components of the bending section stuck into a-rubber during user handling, leading to damage of the a-rubber. The event can be detected/prevented by following the instructions for use which state: ¿IFU: urf-v3/v3r operation manual - important information ¿ please read before use_ precautions:do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - chapter 4 operation 4.1 warnings and cautions: operation :do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. :do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The reported issue (leaking) was confirmed during evaluation; a pinhole was found on bending section cover. In addition to the leak and the metal protruding from the bending section, the angle wire was worn which caused the bending angle to be out of specification in the "up" direction. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported the uretero-reno videoscope was being reprocessed and was found leaking. The scheduled patient procedure (therapeutic ureteroscopic lithotripsy) was completed using a similar device. The device was returned for evaluation. During examination, damage was found to the bending section; the metal support of the bending section protruded. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation (metal protruding from bending section). No adverse effects to patient reported.